Event description:
Complainant alleged that during the incoming inspection of the device, using either the test load or simulator, the screen displayed a "bridge test failure". The complainant indicated that there was no pt involvement in the reported malfunction.